Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a battery replacement procedure.

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post operatively. The ipg was replaced per physician's preference. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's battery would not hold a charge. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.